Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/2/2024 h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify, did the needle pull off the suture or did the needle bend during all 3 procedures? What was the procedure name and date for the following: procedure 1: procedure 2: procedure 3: additional information was requested, the following was obtained: - was there any adverse consequence associated with the patient? No - what is the total number of products involved in this event? 3 - did the event occur during one or multiple patient procedures? 1 procedure (3 needles to return) but they have had 2 other instances but did not save the needles. I have suggested a different needle (reverse cutting) and this seems to have stopped the problem of bent needles what is the total number of procedures? 3 - have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). No - if this event occurred in multiple procedures, please create a product complaint for each event and provide the respective reference number(s). - please provide the product code and lot number: w945 lot number not on the card saved with needle and is in known. - please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). (B)(6). The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Related reports: 2210968-2024-00903

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, they had some issues with needles detaching from steel sutures during sternal closure. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: according to the information received, "this seems to have stopped the problem of bent needles". Please clarify, did the needle pull off the suture or did the needle bend during all 3 procedures? What was the procedure name and date for the following: procedure 1: (B)(6) 2023 CABG. Procedure 2: (B)(6) 2023 CABG. Procedure 3: (B)(6) 2023 CABG.